Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. Prior to the event, the customer was feeling sick all day and had not had anything to eat. The customer did not check his blood glucose levels because he thought that the basal rates were keeping him stable. The customer felt like he was having a heart attack, and called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.